Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
However, after further event inquiry, it was determined that the product involved was a bd syringe with an attached stand alone texium valve and not a bonded texium.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the bonded texium valve came off of the syringe while administering medication. No patient harm reported.